Manufacturer narrative:
Continuation of d10: product ID 105-5095-000 (B)(6); implant date n/a; explant date n/a it should be noted that two devices of the same model but from different lots were used in this case. The complaint pertains to one device. However, the site was unable to determine which device was the complaint device, thus both are reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an apollo catheter that had resistance during delivery of the non-medtronic embolic and the tip prematurely detached. It was reported that patient was undergoing a procedure for arteriovenous malformation (avm) embolization. Two apollo catheters were used in the event and the issue occurred with one, though afterward, it site could not specify which of the two catheter lots used in the case was the complaint device, thus both were reported. The apollo catheter and all accessory devices were prepared and catheter was flushed as indicated in the instructions for use (IFU). There were no issues identified during preparation. Dmso was injected without issue. During the subsequent embolic injection, resistance was felt. The apollo was retrieved but the distal end had detached; the tip was missing. The orange connection to the rest of the catheter was still visible. It was noted that there was catheter separation due to entrapment in the embolic agent but noted there was no force applied during catheter removal. The separation occurred during injection of the embolic. The separated trip remained in the patient's left posterior tempordorsal region. It was additionally noted that patient was experiencing delirious syndrome. Ancillary device: lava liquid embolic system.

Manufacturer narrative:
B5 updated with additional information received. H6. Patient coding updated based on additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no resistance felt when the apollo catheter was being retrieved. The detached apollo catheter tip is not embedded in the embolic cast. There are no future plans to retrieve the catheter tip. There was no patient vasospasm or vessel calcification observed. There was no kink/damage observed to any of the devices. It was noted that the catheter was flushed with dmso but no embolic coil be delivered. The apollo was retrieved, after this detachment of the tip was observed, but the tip could not initially be detected under fluoroscopy. On the last run the detached tip was moving from the ba to p1 and more forward into the posterior cerebral artery (pca). Patient's recovery is ongoing; the patient experienced strokes in the posterior territory.